Event description:
No additional information

Manufacturer narrative:
A 20350e-0006 product was not available for investigation and the customer reported that "the liquid does not pass completely through the filter." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience where no fluid could be observed downstream of the filter. No lot information was provided. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20350e-0006 set in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd extension set was occluded. The following information was received by the initial reporter with the following verbatim liquid does not pass completely through the filter.